Manufacturer narrative:
The pipeline flex has been received and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the right cavernous internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter 5mm. The landing zone artery size was 4.8mm distal and 4.5mm proximal. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed in a vessel bend ¿ the distal section opened, but the middle section would not open. The pipeline flex was resheathed two times or less; the device still did not open. The pipeline flex and microcatheter were removed from the patient. Ultimately, a new flow diverter was implanted without any issues. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation the pipeline flex braid was returned for evaluation without the pushwire. As received, the braid was detached from the pushwire; the refore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid was observed to be fully open with slight fraying on both ends. No other anomalies were observed. Based on analysis findings and event details, the report of pipeline flex failure to open in the middle section could not be confirmed. The returned pipeline flex braid was observed to be fully open at the middle section. The possible cause of ¿middle section not opening¿ could be a combination of damaged braid, severe vessel tortuosity, and physician technique. However, the cause for the damage could not be conclusively determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. It is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.